Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user has a history of decreased hearing performance since (B)(6) 2019. It was reported that the decrease in hearing was gradually and on (B)(6) 2019 she lost all response to sound with the device. No history of accident or injury. No swelling or redness on implant site. No history of high-grade fever and no other medical problems reported. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has a history of decreased hearing performance since (B)(6) 2019. On (B)(6) 2019 she had no response to sound.